Manufacturer narrative:
Following receipt of this medwatch steris endoscopy complaint records were reviewed, and no matching event was found based on the given part number, lot number, and date of event; therefore, the user facility is unknown. The device subject of this complaint was not returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements in the instructions for use include: "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath."

Event description:
Steris endoscopy received an anonymous medwatch report (mw5097836) which reported that the handle of an exacto cold snare broke during a polypectomy in the colon. The report stated that there was no harm to the patient.